Event description:
Company received a report that the unit did not provide an audible alarm tone. There was no pt harm reported.

Manufacturer narrative:
Customer isolated the reported problem of no audio to the main pcb. The device associated with this unit was requested back for evaluation.